Event description:
In 1990 augmentation iwth submuscular placed silicone implants 250/275cc. Pe grade iii baker capsular contracture - right, grade ii on left with marked deformity. In 2007, pt underwent bilateral capsulectomy and implant removal - both implants were removed intact - some evidence of bleed within the capsule - no actual leak or rupture. Patient augmented with mentor silicone implants.